Event description:
Customer reported the unit displayed vent inop with error code message of machine and proximal pressure sensors failed. Customer reported that there was no patient involvement.

Manufacturer narrative:
Failure investigation (fi) lab received the cpu board for evaluation. Visual inspection of the returned cpu board revealed no evidence of damage or contamination. Fi technician power up the unit and unit went to ventilator inoperative with error code message of machine and proximal pressure sensors failed. Fi technician downloaded the diagnostic log (drpta) and there were multiple error codes identified in the log. During debugging, fi technician observed the u30 (quad differential line driver) pins 16 was shorting to ground on the cpu pcba which caused ventilator inoperative with error code message of machine and proximal pressure sensors failure. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause of the reported issue is due to u30 pins 16 was shorting to ground on the cpu pcba .